Event description:
Pt underwent an esphogastroduodenoscopy (egd) with biopsies. During the procedure, the bravo capsule failed to deploy as intended twice. The biopsies were collected prior to the failure. A third attempt was made with a device from a different lot number which was successful.